Event description:
During a polypectomy, the output of the electrosurgery generator varied and was not stable. The patient presented two days after the procedure with pain and was admitted to the hospital for exploratory surgery and repair of a perforated bowel. The facility stated that they were unsure if the generator was the cause of the bowel perforation and returned the unit for evaluation.